Event description:
It was noted that when the control knob was turned to "set rate", the value on the display would increment by itself. When the control knob was turned to "run", the device would deliver at the last rate that had appeared on the display.